Event description:
The pt contacted lifescan alleging that small particles they believed to be pieces of ultra soft lancet material became lodged in their fingertips while testing their blood glucose level three times during the last 4 days. The pt's boss, a physician, used a syringe to pick the particles out of the pt's fingertips. A similar event reported by the pt to lifescan in 05/05 was filed as a product malfunction medical device reportable. Following the event reported in 05/05, the pt tested with a different lot of ultra soft lancets than they had used during the event they reported in 05/05. The current event is being classified as a product malfunction medical device reportable rather than supplemental report since the pt tested with a different lot of lancets. The event does not meet the criteria for a serious injury as defined in 21 cfr, section 803.3.